Event description:
It was reported that a cadd pump alarmed with a "cassette partially unattached" error. The cassette was removed and replaced multiple times; however, the alarm did not clear. The medication being infused was 5-fu (5-fluorouracil), with 81.5 ml remaining in the reservoir. The event occurred while the device was in use and involved a patient. No harm was reported.

Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.